Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; b6; g2; h6.

Event description:
Patient later reported rupture.

Event description:
Healthcare professional reported "grade IV capsular contracture". Later confirmed event reported. This related to left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular contracture.